Event description:
On 2/20/2024, it was reported by a sales representative via (B)(4) that an ar-9231-vl-03 modular vaultlock drill guide and an ar-9215-1-03 quick connect handle assembly broke together; part of the quick connect handle is stuck in the drill guide. The case was completed successfully, with no further information provided. There was no report of any pieces breaking inside the patient. This was discovered during a tsa shoulder procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection indicated that the distal tip of the returned universal quick connect handle assembly had broken off. Rust spots have been noted on the knurled areas of the device. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.